Event description:
It was reported that the ilet bionic pancreas generated recurrent insulin occlusion alarms while the user was using teflon insets with 23-inch tubing, with alarms persisting despite an initial infusion site change and ultimately resolving only after a full supply change including cartridge, connector, tubing, and infusion set; the user also reported resistance when locking the connector after cartridge insertion, which was addressed with guidance to slightly reduce cartridge fill volume. Customer care provided remote troubleshooting of the infusion set and tubing for flow, and recommendation and execution of a full supply change to isolate the source of occlusion. Investigation of this case revealed that persistent occlusion alerts following a site change were consistent with a delivery pathway obstruction or assembly issue at the cartridge-to-connector interface, potentially related to overfilling causing connector seating resistance, which was mitigated by full component replacement and fill-volume adjustment. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. It was concluded, based on established findings for similar reports, that the cause was a non-clinical device delivery pathway issue addressable by full supply replacement and proper cartridge fill and connection technique.